Event description:
The customer reports that the display on the device rolls and jumps there was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the display on the device rolls and jumps. There was no reported pt involvement. The philips field service engineer evaluated the device and did not confirm the complaint. All performance assurance tests passed and the device was put back into service. As of (B)(4) 2012, there have been no further calls for this device. Philips is not able to confirm that a malfunction occurred because the reported problem could not be duplicated.